Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. Repositioning was attempted however, was unsuccessful. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.